Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the unexpected reactivity observed in channel 3 (hbv) was possibly due to contamination, although this could not be conclusively confirmed. Decontamination procedures were performed at the customer site. Since these actions were taken, no additional unexpected reactivity has been reported. A review of batch trends and complaint history did not identify any issues with the reagent lot (e29606). The device remains in operation at the customer site, and the customer was advised to follow the method sheet for sample handling and contamination prevention procedures.

Event description:
The initial reporter alleged unexpected reactivity in channel 3 (hepatitis b virus [hbv]) while using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The allegation involved four primary pool of 6 (pp6) samples, which generated reactive results with an average cycle threshold (CT) value of 39.3. This value was reported to be beyond the 0.5 limit of detection (lod) of the assay. Resolution testing for the individual plasma donors was non-reactive. Additionally, serology testing for these samples was non-reactive. The donations were not released. The pp6 reactive results were considered intermediate results, with the resolution testing and serology testing serving as the final results.